Manufacturer narrative:
Date of event: exact date unknown, event occurred a month from date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge following a non device related procedure where electrocautery was used. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.